Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 419688 lead, implanted: (B)(6) 2010.

Event description:
It was reported by the patient that they were in the emergency room with a low heart rate. Follow-up was attempted with the clinic but no additional information could be obtained. The device remains in use. No patient complications have been reported as a result of this event.